Event description:
An out of box failure was reported. The device was never implanted since it failed during a case. Unusual impedance readings were reported. Troubleshooting was done. The product was aborted and another one was used. The patient was doing fine since a different battery was implanted.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2011-06352. Additional review indicated the correct manufacturing site was site # 3004209178. Analysis of the implantable neurostimulator (ins) model 37702 (B)(4) found no anomaly. The device passed the console test. Trace report findings were ok. The connector module, connector port, access hole adhesive, grommet, setscrews and can were ok. Telemetry was ok. There was good stable output on the electrode pairs the ins had when received. There were no issues when pressing on the ins can.

Manufacturer narrative:
(B)(4).